Event description:
During an rf procedure, when the start button is pressed in sensory mode at 0 volts, the pt experienced unintentional sensory stimulation. No other info about this event was provided by the account.

Manufacturer narrative:
The product was evaluated by the MFR, but the complaint could not be duplicated. Maintenance was performed and the device was returned to the customer.